Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the silverhawk device tip detached during cleaning after use in a procedure to treat a peripheral artery lesion in the anterior tibial artery. The device was safely removed from the patient, and the case was completed without complications or issues. The guidewire lumen was not torn/ripped. The vessel was pre-dilated using a non-medtronic device.the procedure was completed with no complications or issues. No patient injury or health consequences occurred.

Manufacturer narrative:
Product analysis this image depicts what appears to be the silverhawk device, in this image the tip appears to be detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.